Manufacturer narrative:
Additional information received on (B)(6) 2021 indicated that date of event was on (B)(6) 2018, patient ethnicity is hispanic and her age at the time of event was 61 years old. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 600cc saline breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. It was observed that the patient¿s left breast prosthesis was ruptured. Patient stated that the left side is small, sagging, and soft at the bottom, and right side feels hard. The mammogram examinations confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left side.